Event description:
It was reported that an ilet user experienced recurrent overnight hypoglycemia for approximately one to two weeks after travel, followed by a current hyperglycemia to 311 mg/dl after pausing insulin to avoid further lows; the user wore a dexcom g7 and an inset infusion set on the leg, used meal announcements, treated lows with large carbohydrate amounts including a full bag of gummy bears, and intermittently suspended insulin, and a reset of the adaptive algorithm was requested due to suspected maladaptation from atypical meals and activity. Symptoms included hypoglycemic episodes with sweating and subsequent asymptomatic hyperglycemia. Outcomes included no hospitalization, no emergency care, and continued device use. Investigation included review of pump and insulin history, education on standard hypoglycemia treatment, assessment of infusion set placement, and escalation to the clinical team for review and potential factory reset. Investigation of this case revealed user-initiated pump suspensions and overtreatment of hypoglycemia contributing to alternating low and high glucose values, with no evidence of infusion set malfunction reported and algorithm performance likely influenced by recent high-variability inputs. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors including hypoglycemia overtreatment and intentional insulin suspension, with adaptive algorithm behavior influenced by variable meals and activity.